Event description:
The customer reported the fluoroscopic image was intermittently lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable assembly and the lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.